Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the customer "dove" at volleyball practice and cracked the screen. Contact stated that the pump is still functional, however, they have reverted to manual injections due to the crack making it difficult to read the numbers and words. Customer had elevated blood glucose levels (300 mg/dl). Customer stabilized blood glucose levels with manual injections.